Manufacturer narrative:
(B)(4). This report is related to report number 1423500-2010-01277.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self-testing and no parts were replaced. It is not verified that the vent was inoperable, and that a malfunction occurred.

Event description:
The patient has been performing continuous ambulatory peritoneal dialysis (capd) since (B)(6) 2010 with physioneal 40 1.36% 2 liters, 4 times daily and extraneal for nephrotic syndrome. The disconnected transfer set was on the patient since (B)(6) 2010. After the transfer set got loose from the titanium adapter on (B)(6) 2010, the patient developed cloudy dialysate and was diagnosed with peritonitis caused by (B)(6) on (B)(6) 2010. The patient was treated for peritonitis with cephazolin (1 gram, once daily, intraperitoneal, from (B)(6) 2010), gentamycin (40 milligrams (mg), twice on (B)(6) 2010, and once daily starting on (B)(6) 2010, intraperitoneal), and vancomycin (500mg, three times per week, intraperitoneal starting on (B)(6) 2010). The patient's therapy with physioneal 40 1.36% and extraneal continued unchanged. The reporting nurse considered that the events were unrelated to therapy with physioneal 40 1.36% or extraneal. The patient recovered and the adverse event was resolved on (B)(6) 2010.

Event description:
The customer observed cell-dyn sapphire analyzer sampling errors only when operated in the closed mode. The customer suspected aspiration of a clotted sample and performed an auto cleaning procedure. The customer stated she was unfamiliar with troubleshooting the issue and was advised to replace the vent head assembly and monitor the quality controls and the analyzer's performance. The issue was resolved with the replacement of the vent head assembly. There was no impact to patient management.

Event description:
This is a spontaneous report received by baxter (B)(4) from a sales representative on (B)(6), 2010 about a transfer set (product code: (B)(4), lot number: h09a02088 or h09b23058) which got loose from the titanium adapter. The patient developed peritonitis and is still being treated with antibiotics. The antibiotic treatment has been adapted to a special germ after its isolation. The patient has been performing continuous ambulatory peritoneal dialysis (capd) since (B)(6) 2010 and the disconnected transfer set was on the patient since (B)(6) 2010. The sample has been discarded in the dialysis center and is not available for investigation.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation.

Manufacturer narrative:
(B)(4). The 510(k) number provided in the initial medwatch report for this incident was inadvertently provided, as a 510(k) number does not apply to this event as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. Evaluation summary: the actual sample involved in the event was received for evaluation with the cap on the spike and no cap on the patient connector. The sample was disinfected with 1:10 bleach solution and was functionally hand-tightened to a laboratory titanium adapter without difficulty. The sample was tested underwater at 8 pounds per square inch (psi) with no leak noted. During visual inspection, no manufacturing abnormalities were noted. Therefore, the complaint could not be confirmed in the laboratory. A review of two lot numbers that may have been the lot involved in the event (h09a02088 and h09b23058 ) was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.